Event description:
It was reported that patient underwent total hip arthroplasty in 2006. Subsequently, patient suffered a fall and the ceramic modular head component fractured. The resulting failure also damaged the polyethylene liner. Revision procedure was performed in 2009 to remove the modular head and acetabular liner components. It was also reported that there were fragments of the fractured ceramic head component that were unable to be removed from the patient.

Event description:
It was reported that patient underwent total hip arthroplasty in 2006. Subsequently, patient suffered a fall, and the ceramic modular head component fractured. The resulting failure also damaged the polyethylene liner. Revision procedure was performed in 2009 to remove the modular head and acetabular liner components. It was also reported that there were fragments of the fractured ceramic head component that were unable to be removed from the patient.

Manufacturer narrative:
Evaluation of the returned component found evidence of wear marks, apparently from contact with the fractured head. This report filed september 1, 2009.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.